Event description:
C-cc-bt - broken tubing; it was reported that the flotrac device was defective, where the tubing has separated from the hub on the patient side before use. No patient complications were reported.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) pressure tubings of flotrac kit. Both IV set and flotrac sensors were not returned. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.